Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient had approximately four days left of the antibiotic treatment. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient reported they "felt" as if they had recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.